Event description:
New information received on 5/3/2018 indicates that the right ventricular lead exhibited episodes of lead noise and an episode of inappropriate therapy due to noise oversensing. On (B)(6) 2018, the lead was capped and replaced due to the lead noise and lead impedance issue. The patient was stable throughout.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in-clinic on (B)(6) 2018 following a vibratory notifier. Upon review, the right ventricular lead exhibited a single low, out-of-range impedance measurement. Upon assessment in-clinic, the impedance was stable and in-range. No other electrical anomalies were noted. The lead was reprogrammed and the patient would continue to be monitored.